Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received too much insulin causing the blood glucose levels to drop. The current blood glucose reading is 497 mg/dl. Customer stated that the insulin pump is stuck in priming mode. Customer connected to the insulin pump and was over infused. Customer stated that her insulin is wasting. Nothing further reported.